Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states he broke one of the caster wheels on his rolls 2295 wheelchair. Referred to (B)(6). No further information provided.